Event description:
It was reported that 8000-0318 was broken during the surgery. No adverse event has happened.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.